Manufacturer narrative:
A field service engineer (fse) was able to help the customer troubleshoot the issue over the phone. The customer found the hgb cuvette appeared foggy. The customer cleaned the hgb cuvette, which resolved the hgb errors. The customer ran the instrument without any errors. (B)(4).

Event description:
The customer reported hemoglobin (hgb) blank shift errors on the unicel dxh 800 cellular analysis system. The customer had replaced the lot of cbc lyse but the instrument continued to generate errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.